Manufacturer narrative:
(B)(4). Sample availability and lot number are unknown. Baxter is attempting to obtain follow up information. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 (air in line) alarm during dwell 3 of 3 on the homechoice machine(hc). The hp stated all connections are tight. The technical service representative(tsr) assisted the hp to cycle power. System error 2367 alarm occurred. The hp elected to finish therapy with manual supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined. A sample and lot number were not available, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.